Manufacturer narrative:
Product event summary: the device was returned still in the sterile unopened inner packaging and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5071-53 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device was not implanted as there was a grey bar on the battery indicator. A different device was used for the procedure. No patient complications have been reported as a result of this event.